Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported finding rust inside an olympus cysto-nephro fiberscope during reprocessing. No patient harm was reported.